Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) had atrial fibrillation (a-fib) in which the device inappropriately provided shock therapy and therapy was exhausted. It was noted after the shock was provided, the right ventricular (rv) shock lead impedances was out of range measuring greater than 125 ohms when programed in reversed polarity. Technical services (ts) recommended to consider replacement of the lead system. Additionally, it was noted that a implantable left ventricular assist device (lvad) was implanted the day after the patient received shock therapy. During the implant procedure it was noted that the left ventricular (lv) lead was damaged during the surgery. Evidence suggests the lv lead was able to be used as it remains in service. Troubleshooting was performed and a synchronous shock test was performed. Ts believes there is a lead or a connection issue. The plan is to continue to monitor and the sales representative will discuss with the physician. At this time, the device, rv, and lv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) had atrial fibrillation (a-fib) in which the device inappropriately provided shock therapy and therapy was exhausted. It was noted after the shock was provided, the right ventricular (rv) shock lead impedances was out of range measuring greater than 125 ohms when programed in reversed polarity. Technical services (ts) recommended to consider replacement of the lead system. Additionally, it was noted that a implantable left ventricular assist device (lvad) was implanted the day after the patient received shock therapy. During the implant procedure it was noted that the left ventricular (lv) lead was damaged during the surgery. Evidence suggests the lv lead was able to be used as it remains in service. Troubleshooting was performed and a synchronous shock test was performed. Ts believes there is a lead or a connection issue. The plan is to continue to monitor and the sales representative will discuss with the physician. At this time, the device, rv, and lv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) had atrial fibrillation (a-fib) in which the device inappropriately provided shock therapy and therapy was exhausted. It was noted after the shock was provided, the right ventricular (rv) shock lead impedances was out of range measuring greater than 125 ohms when programed in reversed polarity. Technical services (ts) recommended to consider replacement of the lead system. Additionally, it was noted that a implantable left ventricular assist device (lvad) was implanted the day after the patient received shock therapy. During the implant procedure it was noted that the left ventricular (lv) lead was damaged during the surgery. Evidence suggests the lv lead was able to be used as it remains in service. Troubleshooting was performed and a synchronous shock test was performed. Ts believes there is a lead or a connection issue. The plan is to continue to monitor and the sales representative will discuss with the physician. At this time, the device, rv, and lv lead remains in service. No additional adverse patient effects were reported. Additional information was received that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms. The device was explanted at a later time with no further allegations. No other information was provided. No adverse patient effects were reported.